Event description:
Boston scientific has become aware of the following event: the lesion was 90% stenosis without calcification and not tortuously at rca mid. This lesion was in stent restenosis. Restenosis was noted at the mid of the vision stent. It got stuck at the withdrawl of the first imaging. Therefore, the stent got deformed. Also, it couldn't be advanced to the lesion after that. Two balloons got ruptured while four balloons were tried to inflate in the lesion. Then, the dilatation was successfully performed with the high pressure balloon. However, the lifted strut was failed to be as before. The patient had no complication.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to MFR. The results of the evaluation will be provided in the supplemental report.